Event description:
It was reported that the device had loose component. There was no known impact to the patient in the event at the time of report. The patient impact details will be followed up. Additional information received as there was no patient impact in the intra operative event, also the bearings were broken.

Manufacturer narrative:
H3: product analysis: evaluation determined that device had difficulty with assembly as the tool cannot be inserted. The likely cause of failure was found to be damaged tip of bearing. It was also noted that the device had scratches, dents and the laser markings, color coding were faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.